Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. There was no harm to the patient or user. A repeat procedure was necessary. The second procedure was performed successfully. There was nothing unusual about the patient or the procedure itself that lead to the alleged device malfunction. An endoscopy was performed prior to the procedure and the esophagus appeared normal. No lubricant was used to facilitate capsule placement.